Event description:
It was reported that 6 pen ndl 32g 4mm pro 100 box ap was unable or difficult to prime prior to use. The following information was provided by the initial reporter: end user has had issue with about 6 needles so far out of a new box of bd ultrafine pro with nothing coming out of the needles when he¿s tried to prime.

Manufacturer narrative:
H.6. Investigation summary: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformities were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 6 pen ndl 32g 4mm pro 100 box ap was unable or difficult to prime prior to use. The following information was provided by the initial reporter: end user has had issue with about 6 needles so far out of a new box of bd ultrafine pro with nothing coming out of the needles when he¿s tried to prime.